Manufacturer narrative:
H3 other text : not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "that she may be having headaches due to the machine". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer received information alleging a malfunction on a remstar auto a-flex device with allegation of headache. Using a known good power supply and power cable, manufacturer verified the base unit provided airflow and the heater plate heats. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal investigation, the manufacturer observed base unit was found to have unknown dust/dirt/fiber contamination throughout the device internals. Moderate dust contamination was observed on device pca. The manufacturer used a fitt (foam integrity test tool) and confirmed the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power supply and power cord to the device and verified airflow and confirmed that the device powers on provides therapy. The manufacturer concludes that they cannot confirm the complaint of headache. In box h: device problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.